Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-08205. The pt received the scs system on (B)(6) 2010. It was reported that the pt lost the pain coverage in the back. The lead had high impedance. The lead was and the extension were explanted. No further info is available at this time.

Manufacturer narrative:
Eval: results - complaints were confirmed. As received, one of the leads and the extension failed continuity. The extension failed functional testing with opens at channels 5-8. All of the channels of the lead were open. This would cause high impedance in the leads which would results in a loss or decrease of therapy. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.